Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) can't get their stimulator on now. Pt then said the issue started today and they had been trying for 90 minutes, but nothing had worked, and they even checked the batteries. Pt said they saw one screen come up that they had never seen before, and described the passive recharge mode screens. Pt tried to unlock the controller on it's own and reported no device found. Pt then plugged in recharger (rtm) and pressed recharge, and reported passive recharge mode screens. Pt mentioned they had tried to go through passive recharge about a dozen times today already. Pss asked if pt waited the full 10 minutes each time, and pt said they think so, and mentioned one time they got up to 80s, but that didn't do anything. During the call, pt reported the middle number as 25. Pt tried moving rtm around and at one pointgot the upper 60s, but said if they got the middle number up high, it would only stay there a fraction of a second then go back down again. Pt confirmed they were not moving the rtm, but the number kept changing and would not stay high. While going through troubleshooting, pt mentioned they wished they had never done "this" (pss unsure, but understood pt was referring to the ins). A new recharger was requested. No symptoms were reported. Additional information was received. It was reported pt rep. (Information in secure note) called from registered number and mentioned the received the replacement recharger antenna and tried the replacement antenna, but the replacement antenna did not resolve the issue. Pt rep. Was still unable to advance beyond passive recharge mode. Pt rep. Had been in passive recharge mode for over 15 minutes with a middle number of 85. A new controller was requested. No symptoms were reported. Pt calling back with the same reported events. Pss walked through passive recharge mode as well as reset and caller and pt could not get the system working. Pss advised to make an appt with the hcp to check the system. Pss directed to hcp. Ts reviewed case with mdt rep and what components were replaced by pss. Walked through passive mode recharge steps. Rep will call patient and attempt to do pmr over the phone. If issue does not resolve. Rep will meet with patient in person. Tss reviewed with caller steps to get the controller/ins out of passive charge if it is not rolling over to normal charging after multiple passive charge sessions--caller explained that that seems to be the case right now with the pt's charging. It was later reported that it was confirmed that the patient had not been able to get past the prm. No known cause at this point as we have not been able to meet with her. It was reported thatshe has been told by her spine surgeon that she needs additional spine surgery and that her stimulator will likely need to come out so she is not interested in meeting to get it running again. Her spine surgery has been delayed ¿at least 2x now due to covid¿ andshe is waiting on a new reschedule date. She was given the option to meet with someone from our team in the meantime but she declined at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.